Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. There was no reported product deficiency. Although a conclusive cause for the reported test results and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that before the promus stent was implanted, her white blood count was 4.0, which was normal; however, it is now 3.5. It was also noted that an additional stent may need to be implanted inside this previously implanted promus. No additional information was provided. Based on the reported information, it appears that the patient may have developed thrombocytopenia.